Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were at emergency room and hospitalized due to high blood glucose on (B)(6) 2021 for one day. Customer's blood glucose at time of hospitalization was 565 mg/dl. Customer's current blood glucose was 100 mg/dl. Customer treated blood glucose with intravenous insulin drip. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at time of high blood glucose event. The insulin pump will not be returned for analysis.